Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4) - no known consequences or impact to the patient; torn material. (B)(4).

Manufacturer narrative:
The laf card was received with the patient information.(B)(4)

Event description:
The customer reported that staar sent them the wrong injector and as a result a haptic of the aq5010v three piece silicone lens tore on insertion. The surgeon cut the lens and removed it without any patient injury. The lens was discarded. The reporter stated the event was due to using the wrong injector.